Event description:
Caller from ohio health, marion oh atrial lead noise has been noted since april of 2020. Sensitivity is 0.15mv, with p wave around 0.75-1. Discussed making less sensitive, but noted even when sensing was 0.3mv, there was oversensing of noise. Impedance trends stable. Threshold stable. Patient does have known history of paroxysmal af/aflutter. Per caller, patient is coming into office later this week to further evaluate and see if noise can be replicated or programmed to minimize noise. Caller unsure if patient has symptoms. Discussed possible programming, which may result in undersensing afib, and also discussed atrial preference pacing to try to minimize afib.. Discussed atrial therapies not recommended with atrial oversensing as it could promote atrial arrhythmia if delivered in sinus rhythm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).